Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for spinal pain and failed back surgery syndrome. It was reported that rep encountered out of regulation (oor) when turning on/programming the patient with evolve settings the first time post-implant. They did not encounter oor in the operation room. Patient also encountered oor with the controller. Rep reported that pulse width was at 200 microseconds. It was also reported that patient was getting pain relief at the current settings but they wanted to increase it with the expectation that patient will get 100% pain relief. No patient symptoms reported. No further complications were reported as a result of this event. Additional information was received from a manufacturer representative on (B)(6) 2017. It was reported that they saw an out of regulation (oor) message. The patient was programmed with 9.7ma/90 pulse width/1000hz and the impedances were all within normal limits, 980-1090 ohms. The rep reprogrammed the patient to 120/90hz and was able to get up to 9.6ma without any oor message. They reported that the recharging interval went from 1.6 days to 1.4 days with the reprogramming. The issue was reported to be resolved. No patient complications were reported as a result of this event.